Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient developed itching, red rash with itching and flaking skin. Medical intervention the hospital was documented; however, no specifics were provided concerning medical intervention. No additional patient or event information is available.